Event description:
It was reported that loss of capture was observed on the right ventricular (rv) lead. Lead dislodgement was alleged to be the cause of the event. The rv lead was revised to resolve the event and the patient was in stable condition.